Event description:
It was reported that the patient could not connect with the device with the implantable neurostimulator recharger (insr) or the patient programmer. It was noted that the patient was not able to adjust stimulation and was unable to communicate with the patient programmer. It was noted that there was a communication problem. It was noted that the patient was only seeing the reposition antenna screen. It was noted that the patient was in a car accident on (B)(6) 2014. It was noted that the patient met with a manufacturing representative for reprogramming on (B)(6) 2014 because the programs were ¿knocked out/dropped off line¿ as a result of the accident. It was noted that a few days after this appointment when he went to recharge and was unable to connect with the insr. It was noted that the patient tried using the patient programmer and had the same issue. It was noted that neither external device was able to ¿recognize¿ the ins. It was noted that the patient had an extra recharger and using that tried to charge the ins and saw a poor communication on this device as well. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient's healthcare provider (hcp) and a manufacturer representative had decided that the patient needed to have his device replaced. Additional information received reported that an impedance check had been run and nothing was found to have been out of range. It was stated that the patient's implantable neurostimulator (ins) was reprogrammed and the patient regained coverage. It was stated that it was believed that the patient's leads had not moved or fallen. It was noted that the patient was happy.